Event description:
It was reported that the patient had her malfunctioning pump removed. The patient experienced increased pain. A study was attempted but not completed due to a failed aspiration. The study is questionable. The surgical procedure note indicates catheter migration and pump motor failure. The patient had a subsequent infection of the new pump requiring revision and repositioning of the pump. The pump contained dilaudid and bupivicaine. Refer to manufacturer's report #: 6000030200702764 and 3004209178200704223.